Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. No additional information is available.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter. The patient became aware of the alleged failures, seven years and eleven months post implant, after undergoing a computerized tomography (CT) scan. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient¿s diagnosis prior to the filter placement was pulmonary embolus (pe) and deep vein thrombosis (dvt) of the right leg. The filter was placed emergently via the left common femoral vein and deployed over the vertebral body of l3. Additional information provided by the patient indicated that the patient has experienced symptoms and injuries including but not limited to emotional and physical pain. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures, seven years and eleven months post implantation, after undergoing a computerized tomography (CT) scan. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient¿s diagnosis prior to the filter placement was pulmonary embolus (pe) and deep vein thrombosis (dvt) of the right leg. During the filter implantation procedure, the filter was deployed at the l2-l3 level, via the common femoral vein. According to the discovery form the patient further reports other symptoms and injuries, including but not limited to emotional and physical pain and tilt.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, date of event, event, other rele/*+vant history, brand name, PMA/510k, if follow-up, what type, device manufacture dathave been updated accordingly. Section event: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures, seven years and eleven months post implantation, after undergoing a computerized tomography (CT) scan. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient¿s diagnosis prior to the filter placement was pulmonary embolus (pe) and deep vein thrombosis (dvt) of the right leg. During the filter implantation procedure, the filter was deployed at the l2-l3 level, via the common femoral vein. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter. The patient became aware of the alleged failures, seven years and eleven months post implantation, after undergoing a computerized tomography (CT) scan. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient¿s diagnosis prior to the filter placement was pulmonary embolus (pe) and deep vein thrombosis (dvt) of the right leg. The filter was placed emergently via the left common femoral vein and deployed over the vertebral body of l3. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0708081 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.